Event description:
It was reported that the patient's right ventricular (rv) lead was explanted due to a possible fracture as evidenced by high rv lead impedance. The lead integrity alert (lia) was triggered because of short r-r intervals and high rv impedance. It was also reported that superior vena cava (svc) impedance values were high previously with that coil programmed off. A replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d274drg ICD implanted 2011-(B)(6). (B)(4).